Event description:
Complainant alleged that during incoming inspection the device received "defib fault 109" error message. Complainant indicated that there was no pt involvement in the reported malfunction.